Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room after receiving high voltage therapy delivered by the device. The device was interrogated and it was noted that the device went into backup mode due to an MRI procedure. The device was not programmed to MRI settings prior to the MRI procedure. The device was reprogrammed to resolve the event and the patient will remain being monitored. The patient was hospitalized for additional monitoring and was stable following the programming changes.